Event description:
A malfunction with the touchscreen's responsiveness was reported, as the pump screen froze and did not respond to input. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and after following these instructions, the customer was able to interact with the pump screen again.